Event description:
Healthcare professional (hcp) reports one incident of blood leak with the af220 dialyzer. Incident occurred during the pt's treatment and was noted with leak alarm. Blood was returned to the pt before treatment was resumed with new disposables. Pt completed treatment without further incident. No pt injury or medical intervention reported per hcp.